Event description:
Additional information received indicated the suspected cause of the event was an right atrial lead fracture.

Event description:
It was reported that noise resulting in oversensing was observed on the right atrial (ra) lead. Lead damage was suspected to be the cause of the event, however, this was not confirmed via diagnostic imaging. No intervention has been performed to resolve the event. The patient was in stable condition and will continue to be monitored.